Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no communication between the c-arm and the workstation and the system would not completely boot up. There was no report of patient injury or death.